Event description:
It was reported that the patient had mild erythema near the insertable cardiac monitor (icm) insertion site. The physician attributed the erythema to an infection at the site. The physician cleaned and treated the superficial infection. The device remains in service. No additional adverse patient effects were reported.